Event description:
It was reported that pump displayed malfunction code and fault ID but no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset device, and did not experience repeat malfunction, and support advised customer to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.